Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion and malfunction 01. The customer's blood glucose (bg) level was 395 mg/dl and insulin injections were used to address the bg level. The customer was to continue to use insulin injections to manage diabetes.

Manufacturer narrative:
The reported occlusion was confirmed in the logs; no device issue was found during device testing.